Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during unpacking from the shipping box, it was noticed that the packaging of the advanix biliary was found to be opened. It appears the packing was sliced in a small section near the seal of the packaging and the sterility of the device was compromised. There was no patient or procedure involved. A photo of the complaint device showed a slice near the seal of the packaging. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.